Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
It was reported that a pediatric patient had traumatic brain injury which occurred during (B)(6) 2010. Patient had a split calvarial bone graft on (B)(6) 2010 which resorbed. Patient was then implanted on (B)(6) 2012 with unknown matrix neuro screws, plates, and a patient specific peek implant. Patient returned to surgeon on unknown date and a CT scan was taken. Scan showed that matrix neuro plates were broken, which were causing the peek implant to become loose. Surgeon and neurosurgeon will be bringing patient back for reoperation on an undetermined date in september 2013 to revise or replace hardware. This report is for a maxtrix neuro plate of unknown part number. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient¿s weight was reported as (B)(6) on (B)(6) 2013 but was entered as (B)(6) due to software restrictions. Revision surgery was performed and additional complaint information was added. It was reported that five titanium matrixnuero plates had been explanted from the patient and at least two of the implants had broken but the exact number of broken implants is unknown. Explant date, (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn as no devices were returned for evaluation and no lot number was provided.

Event description:
Additional information was received (B)(4) 2013. The patient underwent revision surgery to replace broken matrixneuro plates on (B)(6) 2013. The patient had originally been implanted with five titanium matrixneuro plates, a patient specific peek implant and an unknown number of screws on (B)(6) 2012. The surgeon removed the five plates, an unknown quantity of screws and the peek implant on (B)(6) 2013 and then reimplanted the peek and fixated it with three adaption plates which were cut into sections and held with an unknown number of screws. It was reported that at least two of the five titanium matrixnuero plates had broken but the exact number of broken plates is not known. The revision surgery was successful and the patient is recovering well. This complaint is alleged against an unknown number of broken matrix neuro plates which resulted in the peek implant becoming loose. There are no complaints alleged against the unknown number of screws associated with the matrixnuero plates or the peek implant. This report is for an unknown quantity of part 04.503.069, ti matrixneuro double y-plate 6 holes/21mm. This follow up report is 1 of 3 for complaint (B)(4).